Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. No physical samples, photos, or videos were received for investigation. Without a sample we are unable to perform a follow up investigation including visual and functional evaluations to confirm the reported condition or determine the root cause. If a sample is received at a later date, the investigation will be updated accordingly. All information received will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported they are receiving multiple errors such as downstream occlusion errors, the tubes are leaking water, and air is getting into the tubing. Per additional information provided on 05mar2024, the customer stated that from the nursing reports it sounds like it was either leaking prior to priming or after priming, the tubes got air in them, and that caused the error messages.